Event description:
A breast biopsy procedure was performed on 9/2/97. At post-op pts skin at the pad site was clean and clear. At her f/u visit at dr.'s office, he found a third degree burn with eschar.